Event description:
As reported, while assembling the bard/davol progel pleural air leak sealant during a procedure on (B)(6) 2022, the liquid vial broke. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol progel glass vial broke during assembly; there was no reported patient injury. Additional information was requested, but not provided. Based on the limited information provided, and not having the sample to review, a root cause cannot be determined. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions for use (IFU) supplied with this device states "during applicator assembly, the progel push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges."

Event description:
As reported, while assembling the bard/davol progel pleural air leak sealant during a procedure on (B)(6) 2022, the liquid vial broke. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol progel glass vial broke during assembly; there was no reported patient injury. Additional information was requested, but not provided. Based on the limited information provided, and not having the sample to review, a root cause cannot be determined. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions for use (IFU) supplied with this device states "during applicator assembly, the progel push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." H11: this supplemental MDR is submitted to correct medical device manufacturer. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.